Event description:
The customer stated that the insulin pump had some corrosion under the screen. The customer stated that the insulin pump was submerged in water. The reported blood glucose reading was 201 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.